Manufacturer narrative:
Patient code 3191 used to capture the surgery. This lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination confirmed the allegation of insulation damage as there were cuts in the outer insulation approximately 17cm and 20cm from the terminal pin. Destructive analysis was undertaken and it was found the cuts in the outer insulation were through to the inner insulation as well, exposing the rate/sense negative conductor coils. These exposed conductor coils could have contributed to increased pacing impedance measurements and loss of capture while the lead was implanted.

Event description:
It was report that two weeks post implant this right ventricular (rv) lead stopped capturing. Subsequently, a revision procedure occurred. The impedances measurements were 700 ohms to 1400 ohms. The physician attempted to reposition the lead, however, during the repositioning the physician discovered the insulation had eroded. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was report that two weeks post implant this right ventricular (rv) lead stopped capturing. Subsequently, a revision procedure occurred. The pacing impedance measurements were 700 ohms to 1400 ohms. The physician attempted to reposition the lead, however, during the repositioning the physician discovered the insulation was damaged. The rv lead was explanted and replaced. No additional adverse patient effects were reported.